Manufacturer narrative:
The device serial or lot number was unknown; therefore, UDI: (B)(4). The device serial or lot number is unknown. The manufacturing location was unknown. Device manufacture date was unknown. Concomitant med products: cable device, pedal device, hand switch device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the pen drive device while being used with a cable device, did not work when pressing the pedal but seems that it energized and worked even when not pressing the pedal. It was further clarified that the device ran without manipulation due to the pedal and hand switch not working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.